Event description:
It was reported by a customer in the USA that, the 840 ventilator graphic user interface (gui) display exhibited vertical lines. There was no pt involvement.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The customer informed covidien that he has reseated the gui cable connection, performed preventive maintenance, and ran the device for a 24 hour period without any further occurrences. No parts were replaced. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).